Manufacturer narrative:
(Light engine) this evaluation determined that the reported event occurred due to wear and tear on the light engine.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a sas procedure the light source begins to flash as one approaches an object. In addition, the image export to the surgeon's ipad does not always work because the ipad can not be recognized. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.